Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet while using a steel 6 mm contact/detach infusion set with fiasp prefilled cartridges, and tubing inspection revealed no visible kinks, air, or blockages; an attempted fill tubing only action generated an unable to proceed alert, and the event resolved only after a full supply change with confirmation of drops and resumed insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included restoration of insulin therapy following replacement of infusion set and cartridge. Investigation included guided troubleshooting of the infusion system, visual inspection of tubing, and a priming attempt. Investigation of this case revealed a delivery interruption consistent with an insulin occlusion that persisted until replacement of consumables; the infusion set and cartridge were the implicated components. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion likely related to consumable performance, resolved by replacing the infusion set and cartridge.